Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and reported their screen was not functioning. The rse confirmed that the light crystal display (lcd) was functioning properly, but the touch screen was not functioning. The customer then attempted a touchscreen calibration, but the touchscreen was not responding at all. The customer also stated that the alternating current (ac) and the direct current (dc) had to be removed to power down the unit since the touchscreen was not functioning. The customer requested the part ID for a replacement touchscreen. The rse provided the customer with the part ID for a touchscreen replacement.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00321. All information from the original report(s) has been transferred to this report.